Manufacturer narrative:
The device has not been returned.

Event description:
The dentist indicated that the patient was evaluated by an ent and it was it determined that the patient was having an allergic reaction to the implant placed. The implant was removed.

Manufacturer narrative:
The visual inspection of the returned component has confirmed that white residue remained on the external surface of the implant indicative of patient contact, abrasions were observed on the external threads and collar of the implant and the internal hex of the implant has been damaged. A complete dimensional analysis cannot be performed due to the damage of the as returned product. The review of the device history review records did not provide any indication of a manufacturing deviation that would contribute to this event. The subject implant was analyzed for material composition using sem-edx. The implant was confirmed to be composed of commercially pure titanium. The results of the biocompatibility assessment for the xiios6511 were reviewed. This assessment was based on compatibility testing and published and prior use information of legally marketed devices with comparable or more invasive patient exposure. The biocompatibility tests demonstrated the biocompatibility of the material used in the subject complaint. The assessment concluded that the materials are biocompatible for their intended use. Receiving inspection records for raw material have been reviewed and no anomalies were identified. Titanium industries has certified that, ¿that the material applied did not come into contact with mercury nor was any weld repair performed during processing. The material supplied meets the visual and dimensional requirements of the purchase order and test reports/certifications represent the actual attributes of the items furnished.¿ material deviations would have been documented upon receipt at receiving inspection and a non-conformance for the material would have been initiated. This event is therefore not thought to be the result of non-conforming raw material. As no immunological analysis/testing was performed, the reported allergic reaction cannot be confirmed. The symptoms of allergic reactions can mimic that of redness, swelling, etc. While the allergic reaction cannot be confirmed, the historical incidence of allergic reactions/titanium hypersensitivity is very low.¿ the assessment listed above could not determine a definitive cause of this event. This event is not thought to be thought of a manufacturing deviation. External factors associated with the patient¿s condition is the most probable cause of this event. (B)(4).

Event description:
The dentist also reported that there was a localized sinus infection secondary to the possible allergic reaction to the dental implants. The patient did not follow instructions and continued to smoke.